Manufacturer narrative:
The returned device consisted of the agent balloon. Visual, tactile, microscopic and leakage testing was performed on the device. A longitudinal tear was identified along the main body of the balloon confirming the allegation of balloon material rupture. Stretching was noted in the midshaft and inner lumen with multiple kinks identified along the midshaft. No other device issues were identified during returned product analysis. It is likely the balloon ruptured while attempting to cross the lesion however the user noted that the rupture occurred during inflation. The balloon should not have been inflated if it could not reach the lesion site. Device analysis confirmed the allegation of balloon rupture as a longitudinal tear was identified along the main body of the balloon. Multiple kinks and stretching were noted on the midshaft with the inner lumen stretched underneath the balloon profile and bunched 6.2cm from the tip. It is likely these damages were caused during removal of the device. This investigation is assigned a conclusion code of cause not established.

Event description:
It was reported that the balloon burst. An agent dcb mr 2.50 x 30mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad) and was severely calcified. While inside the patient during inflation, the balloon burst. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the balloon burst. An agent dcb mr 2.50 x 30mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad) and was severely calcified. While inside the patient during inflation, the balloon burst. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.